Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("since removal of essure I havent had any pains in my breast") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and breast pain ("intermitted pain in my breasts"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and breast pain had resolved. The reporter considered breast pain and medical device removal to be related to essure. (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: breast pain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('since removal of essure I haven't had any pains in my breast') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast pain ("intermitted pain in my breasts"), allergy to metals ("metal toxicity/ allergic to nickel"), inflammation ("inflammation in the body"), skin discolouration ("cheap jewelry turns my fingers green") and feeling abnormal ("brain fog got really bad"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and breast pain had resolved, the allergy to metals and inflammation outcome was unknown and the feeling abnormal had not resolved. The reporter considered allergy to metals, breast pain, feeling abnormal, inflammation, medical device removal and skin discolouration to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: allergy to metals, breast pain, feeling abnormal, inflammation, medical device removal and skin discolouration. Amendment: the report was amended for the following reason: this report (B)(4) will be deleted from bayer safety database due to being a duplicate to which all information was transferred: (B)(4). No new follow-up information was received from the reporter. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("since removal of essure I havent had any pains in my breast") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), breast pain ("intermitted pain in my breasts"), allergy to metals ("metal toxicity/ allergic to nickel"), inflammation ("inflammation in the body"), skin discolouration ("cheap jewelry turns my fingers green") and feeling abnormal ("brain fog got really bad"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and breast pain had resolved, the allergy to metals and inflammation outcome was unknown and the feeling abnormal had not resolved. The reporter considered allergy to metals, breast pain, feeling abnormal, inflammation, medical device removal and skin discolouration to be related to essure. The reporter commented: cross referenced with case number : 2016-214958 concerning the injuries reported in this case, the following one was reported via social media: breast pain. Most recent follow-up information incorporated above includes: on 20-apr-2018: plaintiff fact sheet received. New reporter added. New events added: metal toxicity/ allergic to nickel, inflammation in the body, cheap jewelry turns my fingers green and brain fog were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.